Event description:
The customer reported after an upgrade from classic piic to piic ix, they were having issues with the caregroup alarm pop-ups in the nicu not appearing. There was no patient incident.